Manufacturer narrative:
According to the angiographic core lab, there was a 0% pre-procedure stenosis in the side branch, which remained unchanged post-procedure. There were no procedural or angiographic complications reported. Three days post index procedure, the patient experienced chest pain and was diagnosed with dissection and side branch occlusion; and underwent balloon angioplasty based on the received adjudication minutes. As per the discharge summary, the patient experienced unstable angina three days after the index procedure and was diagnosed with possible dissection just proximal to the bifurcation and the distal cx stent which was placed three days before through ivus. According to the angiographic core lab report, there was a 50.4% instent restenosis with no thrombus. In addition, the angiographic core lab reported a 55% stenosis in the side-branch which was revealed as 0% post index leaving a comment that residual disease left untreated at baseline (unclear residual dissection) at proximal edge of stented segment. It was reported that the patient underwent balloon angioplasty and placement of two cypher stents (#15000614- 3 x 8mm and #15022359- 3 x 8mm) overlapping each other in the distal cx and in the 1st om using kissing stent technique. Finally following repeat revascularization, the patient experienced small left groin hematoma based on the received adjudication minutes and it was reported that the ultrasound was performed showed no evidence of pseudoaneurysm. It was unknown what balloon was used at the time of balloon angioplasty. The patient was discharged in two days. The cardiac cath report has been ordered, but the report has not been received from the site yet. Concomitant medications included aspirin, bisoprolol, plavix, heparin, norvasc, and simvastatin. Additional information will be submitted within 30 days of receipt. This is one of two products involved with this adverse event in which associated manufacturer report numbers are 3003742446-2012-00313 and 3003742446-2012-00314.

Event description:
As reported from the (B)(4) study, a patient experienced protocol defined non-q wave mi and periprocedural mi post index procedure; dissection post index procedure and side branch occlusion that was diagnosed after three days through catheterization for which balloon angioplasty was performed; and finally left groin hematoma following balloon angioplasty based on the received cec adjudication minutes. At the time of the index procedure, angiography revealed 75% instent restenosis of an unknown stent in the distal circumflex. The indication for the procedure was stable angina pectoris. The lesion was described as 10mm in length, class b1, moderately calcified, and 75% instent restenosis of an unknown stent. The reference vessel was 2.5mm in diameter. As planned, the lesion was pre-dilated with a 3 x 10mm firestar balloon at 14atm and a 3.5 x 18mm cypher rx was implanted at 14atm. Consequently, a second 3 x 23mm cypher rx was implanted separately and distal to the initial stent at 14atm. As a standard procedure, the stent was post-dilated with a 3 x 10mm balloon at 6atm. Post-procedure, the ck was 315 (215 unl); the ck-mb was 20 (5 unl), and the troponin I was 3.75 (0.4 unl). According to the hospital record in the lab form, 24 hours after the procedure, the ck was 496, the ck-mb was 26.7, and the troponin I was 4.16. As per the adjudication report, the ECG core lab reported no major st-t abnormalities and no new q waves, but this elevation was later diagnosed as protocol defined non-q wave mi and periprocedural mi based on the adjudication report. The angiographic core lab reported a 48% final residual in-lesion stenosis with no dissection and timi 3 flow, providing the comment that the most proximal edge of the lesion does not seem to be completely covered by the proximal stent: haziness compatible with either residual disease or small intraluminal dissection.

Manufacturer narrative:
Please note that upon further clarification from the site and review of cath reports, the event of dissection no longer meets the criteria of an MDR reportable event since it was reported that the repeat angiography/ivus revealed a possible dissection at bifurcation of lcx and 1st om and proximal to the 3.5 x 18 mm cypher stent only. Please addendum: additional information received from the site (cath reports) indicated that a patient had two previous pci surgeries (most recent on (B)(6) 2005), approximately four years before the index procedure. It was reported that the patient had four cypher stents placed before the (B)(6) 2005, pci surgery. There were 3 x 33 mm cypher stent placed in the lad; 3 x 28 mm cypher stent placed in the dcx; 3.5 x 13 mm cypher stent placed in the distal 1st om; and 3.5 x 8 mm cypher stent placed in the distal cx to om. Approximately after unknown number of months on (B)(6) 2005, the patient underwent angiography that revealed triple vessel disease s/p stenting in the lad, dlcx, and 1st om. Based on the cath report, the 1st om was diagnosed with 75% instent restenosis of previously placed 3.5 x 13 mm cypher stent. It was unknown if the 75% instent restenosis lesion was within 5 mm of a previously placed 3.5 x 8 mm cypher stent at the bifurcation of distal cx to om. The dlcx was diagnosed with 75% instent restenosis of a previously placed 3 x 28 mm cypher stent. The mlad had a previously placed 3 x 33 mm cypher stent with 40% restenosis. At the time of (B)(6) 2005, procedure, the 1st om instent restenosis was treated with a 3.5 x 8 mm cypher stent and there were no device delivery issues. The distal; circumflex instent restenosis was treated with a 3.5 x 8 mm cypher rx and there were no device delivery issues. The patient reported chest pain post-procedure that was medically managed. On (B)(6) 2009, the cypress study index procedure was performed to treat two target lesions, both instent restenosis of previously placed cypher stents which was previously unknown and reported as instent restenosis of an unknown stent. Moreover, upon further clarification from site, it was reported that on (B)(6) 2009, the repeat angiography/ivus revealed a possible dissection at bifurcation of lcx and 1st om and proximal to the 3.5 x 18 mm cypher stent which was previously reported to both index stents. The site confirmed that the dissection was observed at the bifurcation where 3.5 x 18 mm cypher stent was implanted. Complaint conclusion: the complaint received states that this (B)(4) study patient suffered chest pain, instent restenosis, a peri-procedural mi, side branch occlusion and arterial dissection during the index procedure. This is a (B)(6) female with medical history including hypertension, hyperlipidemia, angina, family history of coronary artery disease and previous pci x 2 (most recent on (B)(6) 2005), in target vessel. In 2005, the patient underwent angioplasty following angina. Angiography revealed triple vessel disease s/p stenting in the lad, distal lcx and 1st om. The 1st om branch had a previously placed unknown cypher stent and 75% instent restenosis. The distal lcx had a previously placed unknown cypher stent and 75% instent restenosis. The mid lad had a previously placed unknown cypress stent with approximately 40% restenosis and the 1st diagonal branch was 75% stenotic. The proximal rca had a 40% stenosis and the lvef was 60%. The 1st om instent restenosis was treated with a 3.5 x 8 mm cypher stent and there was no report of difficulties. The distal lcx instent restenosis was treated with a 3.5 x 8 mm cypher stent and there was no report of difficulties. The patient reported chest pain post procedure that was treated medically. In (B)(6) 2009, the indication for the procedure was stable angina pectoris. On (B)(6) 2009, the (B)(4) study index procedure was performed to treat two target lesions, both instent restenosis of previously placed cypher stents. Angiography revealed a proximal de novo rca with 40% stenosis, mid lad s/p unknown stent with 40% stenosis, 1st diagonal de novo with 75% stenosis, mid lcx de novo lesion with 75% stenosis and the 1st om with 99% instent restenosis as well as an lvef of 60%. The mid lcx 75%, within 5 mm of the previously placed cypher stent, was treated with first one 3.0 x 23 mm cypher stent then proximally with one 3.5 x 18 mm cypher stent. These two stents were placed using a kissing fashion with a firestar balloon in the 1st om to maintain the previously placed stent. The site reported no dissection; however, there was residual proximal untreated disease. Ivus revealed the stents to be adequately deployed. On (B)(6) 2009, after three days post procedure of unstable angina with minimal exertion, repeat angiography/ivus revealed, a possible dissection at bifurcation of lcx and 1st om and proximal to the 3.5 x 18 mm cypher. There was haziness in both the proximal lcx and 1st om proximal to the bifurcation. Two cypher 3.5 x 8 mm stents were deployed in kissing fashion and overlapping the previously placed distal stents. Post-procedure, the ck was 315 (215 unl); the ck-mb was 20 (5 unl), and the troponin I was 3.75 (0.4 unl). According to the hospital record in the lab form, 24 hours after the procedure, the ck was 496, the ck-mb was 26.7, and the troponin I was 4.16. The ECG core lab reported no major st-t abnormalities and no new q waves. This enzyme elevation event has been deemed by the cec committee to be an arc (peri-procedural pci) thus the file was coded for mi. The angiographic core lab reported a 48% final residual in-lesion stenosis with no dissection and timi 3 flow, providing the comment that the most proximal edge of the lesion does not seem to be completely covered by the proximal stent: haziness compatible with either residual disease or small intraluminal dissection. According to the angiographic core lab, there was a 0% pre-procedure stenosis in the side branch, which remained unchanged post-procedure. According to the angiographic core lab report, there was a 50.4% instent restenosis with no thrombus. In addition, the angiographic core lab reported a 55% stenosis in the side-branch. The core lab reported target lesion revascularization and target vessel revascularization with the following comment: "residual disease left untreated at baseline (unclear residual dissection) at proximal edge of stented segment. Tlr and remote tvr to om branch (kissing balloon stents)." It was reported that the patient underwent balloon angioplasty (unknown balloon) and placement of two cypher stents (#(B)(4) - 3 x 8 mm and #(B)(4) - 3 x 8 mm) overlapping each other in the distal cx and in the 1st om using kissing stent technique. The site reported this revascularization as a staged procedure. The discharge summary acknowledged post-index procedure troponin elevation, but no event of mi was reported. Finally following this revascularization, the patient experienced small left groin hematoma following angioseal closure and the ultrasound performed showed no evidence of pseudoaneurysm. Pre-procedure, the hemoglobin was 12.1 and hematocrit was 35.2%. (B)(6) days post procedure, the hemoglobin was 10.7 and hematocrit was 31.2%. The patient was discharged five days post procedure on dual anti-platelet therapy. The cypher stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 15011201 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Chest pain is known potential adverse event associated with coronary stent implantation procedures and is listed in the cypher IFU as such. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. The natural progression of coronary disease as well as target lesion issues may contribute to the experience of chest pain / angina. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and smoking. Myocardial infarction is known potential adverse event associated with stent implantation procedures and is listed in the IFU as such. The act of angioplasty/stent implantation inherently produces a localized vessel injury, including plaque compression and splitting, potentially leading to release of atheromatous material (lesion contents) into the downstream flow and potentially slowing or completely occluding the blood flow. The inflation of coronary devices also inherently occludes the distal blood flow, possibly creating ischemic areas (causing cardiac enzyme changes) distal to the target lesion. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. This action (inherent risk of the procedure) combined with the patient¿s complex medical status, vessel characteristics and procedural factors may have contributed to the event. Side branch occlusion is a known potential adverse event associated with coronary stent implantation procedures. The inherent action involved in the stent implantation process includes radial and outward forces that shift the existing plaque; unfortunately this plaque shift can occlude side branches that are located within proximity of the target lesion. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. Dissection is a well-known and extensively documented potential complication of this type of procedure and is listed in the instructions for use (IFU) as such. The physical manipulation inherent in the stent implantation procedure intentionally disrupts the vessel plaque and intima in an effort to reconstruct viable patent vasculature and treat the atherosclerotic disease process. There is no evidence of manufacturing or design issues that contributed to the event. Inspections are in place to ensure that no damaged products leave the facility. No corrective action is required at this time. This is one of seven products involved with these adverse events in which associated manufacturer report numbers are 3003742446-2012-00313, 3003742446-2012-00314, 3003742446-2012-00436, 3003742446-2012-00437, 3003742446-2012-00438, 3003742446-2012-00439, 3003742446-2012-00440.